Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the needle from the needle broke off into her thumb while trying to recap the needle.

Manufacturer narrative:
Submit date: 4/4/2018. The DHR (device history record) review for the lot control and associated shop order indicate that the product and specification requirements were met with no non-conforming product identified that relates to this reported condition. The manufacturing site did not receive any samples or pictures back with this complaint, therefor no analysis could be performed. Without a representative sample being provided, a more complete investigation cannot be performed, and the reported condition cannot be confirmed. Additionally, since a sample was not provided a root cause cannot be determined at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.